Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/03/2015 with the following findings: during investigation, the pump failed to power on and was unable to be adequately investigated. Unrelated to the original complaint, the battery compartment was observed to be cracked; the pump case was observed to be cracked as well. The pump was opened and there was moisture damage found on the printed circuit board. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. It was alleged that the pump emitted an unspecified call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.